Event description:
The reporter states, that the customer felt hypoglycemic and obtained a blood glucose result of 198mg/dl on the accu-chek advantage meter. The reporter treated him with oatmeal and milk. New system sent and return requested.